Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date could not be determined. (B)(4).

Event description:
It was reported that the patient complained of dizziness. It was noted that there was suspected occasional intermittent undersensing during high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.